Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 463 mg/dl. Customer advised they are attempting to change out their set and they replaced the reservoir. Customer had urinary tract infection and was on antibiotics which caused their blood glucose levels to rise. Customer advised they changed out their infusion set 3 times in the last 3 days to solve their high blood glucose levels. Customer was able to change their set and bolus successfully. Customer had some air bubbles that they were able to prime out of the reservoir. Customer did not want to troubleshoot for high blood glucose levels.